Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation and exchange from textured to smooth devices due to the patient's concern with the product". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿anxiety-product/procedure: unable to observe as it is not related to the manufacturing. Process. ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported by rga "double capsule". This record is for the left -side. Device has been explanted.